Event description:
Rptr indicated that pt had experienced longest depression time since undergoing vns therapy. No medical intervention has taken place nor planned. Device malfunction can not be ruled out as the cause of worsening depression and since depression became more severe after undergoing vns tehrapy. The event is considered a malfunction because the device did not perform as intended.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.